Event description:
A non-health care professional reported that during the flap creation, the patient slightly moved eye causing the side cut to be made slightly off centered and incomplete cut in the right eye of the patient during lasik surgery. However, the surgeon successfully lifted the flap and completed the treatment.

Manufacturer narrative:
H.3., h.6.: investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Additional information provided in h.3., h.6., and h.10. A review of the device history record traceable to the reported serial number indicates that the product was processed and released according to the product¿s acceptance criteria. A review of the technical service onsite history showed no abnormalities that could have contributed to this event: laser was successfully verified prior to the surgery date. Latest preventive maintenance performed and confirming device met specifications as per service installation record. Logfiles for the date of event have been requested but not provided, as only february and march are present in file, instead of january, therefore logfile review could not be performed. Based on this description of the event it can be concluded that the root cause for the decentered ablation and incomplete cut is patient condition related. Root cause could be determined as external, due to patient condition. The manufacturer internal reference number is: (B)(4).